Event description:
Related manufacturer report number: 3006705815-2023-00507. It was reported that the patient's lead was showing high impedances and was auto reducing. The investigation did not determine which lead caused this issue. It's also reported that the patient's ipg is reaching end of life. Surgical intervention is pending to address these issues.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000108532.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead and ipg were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.